Event description:
It was reported that a malfunction alarm with code malf 3 occurred in a pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was advised to use a backup therapy to ensure continued insulin delivery and cts sent a replacement pump. The customer acknowledged the instructions to return the problematic pump to tandem using a pre-paid label.